Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the cardiac patient was found to have soft tissue damage to the donor leg below the knee 2 days post CABG (coronary artery bypass graft). The patient wore brevit knee length anti embolism stockings and thigh length scd comfort sleeves from post op day 1.